Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that while using their day aligners the patient primary concern is that their front teeth touch first and their molars don't even come in contact anymore with their bottom teeth also have a slight angle on them instead of being straight up and down. The patient stated that their top front set of teeth aren't aligned, and they are still partially crooked and misaligned. The patient stated they have a slight open posterior bite on the left side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.